Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical china service department; the customer's report was duplicated and attributed to a faulty relay on the high voltage module. The high voltage module was replaced and scrapped to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.